Manufacturer narrative:
Tracking no: (B)(4) evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the stopper popped off during the case. The obturator was not received. The trocar assembly was received. The converter cap was received. The converter seal was disengaged and not received.. The dilator was inserted into each trocar with no binding or difficulty. The instrument was applied to test media; the knife blade cut cleanly and completely through the media, allowing the cannula to pass through. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. A process enhancement has been implemented. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4)

Event description:
According to the reporter: the stopper popped off during the case. New unit was used. The current patient status is good. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was not received. The trocar assembly was received. The converter cap was received. The converter seal was disengaged and not received. The dilator was inserted into each trocar with no binding or difficulty. The instrument was applied to test media; the knife blade cut cleanly and completely through the media, allowing the cannula to pass through. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. The material from the supplier was found to be defective. A process enhancement has been implemented. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.